Event description:
The affiliate alleged, the customer reported an elevated cancer antigen (ca) 19-9 result, for one pt, involving unicel dxl 800 access immunoassay system. Subsequent testing produced lower results within a different clinical range. The elevated result was not released out of the lab. There has been no report of pt injury or change in pt treatment. Associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit at the facility. The fse analyzed the event logs and other logs on the unit. There were no errors on the event logs and liquid level sensors unicel dxl 800 cancer antigen (ca) 19-9 assays. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.